Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a hole in the left cylinder. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a hole in the left cylinder. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had cylinder on cylinder wear. Cylinder 2 has a leak in cylinder body with broken fabric treads; hole was present. Product analysis confirmed the reported event related to hole in cylinder. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. The ams 700 flat reservoir was visually inspected and functionally tested. The reservoir shell has wear at fold; no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported event related to hole in cylinder but identified pump malfunction. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.